Event description:
On (B)(6) 2023, neotract was made aware of a patient who received a successful prostatic urethral lift (pul) procedure. During the procedure, the physician noted that one device did not properly deploy the implant. Investigation of the returned device on 17 april 2023 confirmed that approximately 1.5mm of the needle was broken and unaccounted for. The physician was notified of the broken needle; however, the physician did not disclose their next steps. There was no patient harm or injury reported at the time of the procedure.